Event description:
Reportedly, the ICD device involved in this MDR was implanted in (B)(6) 2011. A re-intervention took place in (B)(6) 2011 to replace the ICD lead (a non-sorin lead) due to shock deliveries associated to lead malfunction. However, the physician observed high shock impedance with the newest implanted lead (brand unk). A recommendation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.